Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and suprarenal aortic extension on (B)(6) 2013. The follow-up computed tomography revealed a type 1a, 1b, and potential 3b endoleak. A secondary procedure is planned, the patient is in stable condition.

Manufacturer narrative:
Additional information from medical review of computed tomography confirmed that the patient had an endoleak ii.